Manufacturer narrative:
Investigation of this event is pending, and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system -controller d4: model#: 1420 / catalog#: 1420 / expiration date: 30-nov-2024 / serial#: (B)(6) d9: no h3: no h4: mfg date: 17-nov-2023 h5: no additional products: d1: heartware ventricular assist system - controller d4: model#: 1420 / catalog#: 1420 / expiration date: unknown / serial#: (B)(6) d9: no h3: no h4: mfg date: unknown h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a thrombus occurred in the inflow graft to the inside of the ventricular assist device (vad), leading to low flow alarms. The thrombus then moved inside the vad, causing high watt alarms due to friction, and eventually resulted in the vad stopping. The patient, who was hypovolemic, called the hospital due to low flow alarms that did not clear while drinking water and was admitted to the emergency department following high watt alarms and vad stoppage showing no symptoms. Thrombolysis was initiated as a response to the vad stop. An x-ray showed no finding, and an echocardiogram was unable to visualize the vad but showed a dilated left ventricle and aortic valve opening with each beat, with no aortic insufficiency or mitral insufficiency. Elevated lactate dehydrogenase levels were noted at 367 u/l, and the patient's blood pressure was recorded at 80 mmhg. The patient received treatment with anticoagulants, thrombolytic therapy, heparin, hydration, lasix, sodium nitroprusside, dobutamine, and adrenaline. It was noted that the primary controller exhibited a loss of power and attempts to restart the vad were unsuccessful. The patient primary controller and a controller with alternate software was used in an attempt to restart the vad, and neither controller restarted the vad. It was noted that the vad attempts to restart failed due to thrombus, and the vad disconnect alarm was due to vad stop, not disconnection. The vad remain implanted and out of service. The controllers were removed from service.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion and a revision to the product event summary. Revised product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. Two (2) controllers (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the devices¿ history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Failure analysis of the returned controllers revealed that the devices passed visual inspection and functional testing. An internal inspection of the devices did not reveal any anomalies. Log file analysis associated with (B)(6) revealed that (B)(6) was the patient¿s primary controller, in use during the reported event. Log file analysis revealed a sharp decrease in power consumption and estimated flows starting on (B)(6) 2025, leading to parameters below normal operating range, and twenty-four (24) low flow alarms logged since (B)(6) 2025. This was followed by a sharp increase in power consumption, including power spikes, starting on (B)(6) 2025; eight (8) high watt alarms were logged on (B)(6) 2025 between 08:44:44 and 11:07:35. Review of the alarm log file revealed a vad disconnect alarm was logged on (B)(6) 2025 at 12:09:14. The alarm was most likely a false alarm, given that the speeds recorded at the onset of the alarm were higher than the set speed. This indicates that a possible loss of synchronization of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alarm, even if the driveline was still physically connected to the controller. Log files then revealed one (1) vad stopped alarm was logged on (B)(6) 2025 at 12:09:36, indicating that the pump failed to restart after multiple attempts. Log file analysis also revealed a controller power-up event logged on (B)(6) 2025 at 19:27:33, likely due to troubleshooting during the failure to restart. Following the controller power-up event, one (1) additional vad stopped alarm was logged on (B)(6) 2025 at 19:27:51, indicating that the pump failed to restart after multiple attempts. Review of the alarm log file also revealed one (1) vad disconnect alarm was logged on (B)(6) 2025 at 20:11:36, indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting. Log file analysis associated with (B)(6) revealed that (B)(6) was initially in use during the reported event. Log file analysis revealed a controller power-up event logged on (B)(6) 2025 at 19:16:05. Various parameters, including time, patient ID, and pump ID were programmed prior to the controller power up event, indicating the power up event occurred during the initial programming of the controller and/or the reported controller exchange. Review of the alarm log file revealed one (1) vad disconnect alarm, was logged at 19:16:12, indicating the controller was powered up without the driveline connected. The alarm was cleared at 19:16:53, indicating that the driveline was connected. Following the controller power-up event, one (1) vad stopped alarm was logged on at 19:17:23, indicating that the pump failed to restart after multiple attempts. Further review of the alarm log file revealed one (1) vad disconnect alarm logged at 19:17:48, indicating a physical disconnection of the driveline from the controller. Review of the event log file also revealed several controller power-up events were logged on (B)(6) 2025, likely due to troubleshooting during the failure to re start. This was followed by two (2) additional failed motor start attempts were logged at 19:19:20 and at 19:22:05, indicating that the pump failed to restart after multiple attempts. Additionally, log files revealed an additional vad stopped alarm was logged at 19:19:21, indicating that the pump failed to restart after multiple attempts. One (1) vad disconnect alarm was then logged on (B)(6) 2025 at 13:09:22, indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting. Of note, (B)(6) is loaded with the alternate software for the pump start algorithm. Log file analysis revealed no anomalies involving the batteries within the analyzed period. As a result, the reported events were confirmed. Based on historical review of similar high-power events and the risk documentation, a possible root cause of the reported high power event may be attributed, but not limited, to external factors such as thrombus for mation/ingestion. The low flows may be attributed to thrombus at the inflow cannula which likely got ingested into the pump, further triggering high watt alarms and subsequently resulting in a vad stop and an inability of the pump to restart. Possible causes of the vad disconnect alarm logged on (B)(6) 2025 at 12:09:14 can be attributed to a loss of synchronization of commutation leading to false vad disconnect alarms. CAPA pr00550440 investigated controller losses of synchronization of commutation. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. The most likely root cause of the additional vad disconnect alarms can be attributed to the controller being powered on without the driveline connected and/or a physical disconnection of the driveline from the controller during troubleshooting. Based on available information, the most likely root cause of the controller power up events can be attributed to the reported controller exchange and/or troubleshooting of the vad stopped alarms. Based on the available information, the device may have caused or contributed to the reported event. Of note, information provided by the site indicated that the patient received anticoagulants, thrombolytic therapy, and heparin; the patient died due to a heart failure secondary to vad thrombosis. Per the instructions for use, device thrombus, worsening heart failure, and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient died due to a heart failure secondary to vad thrombosis.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: controller 2.0 (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: controller 2.0 (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation as it remains implanted and out of service. Two batteries (B)(6), two (2) controllers (B)(6), and one (1) controller ac adapter (B)(6) were returned for evaluation. No performance allegations were made against the batteries and the controller ac adapter. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the devices¿ history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Failure analysis of the returned controllers, batteries, and ac adapter revealed that the devices passed visual inspection and functional testing. An internal inspection of the devices did not reveal any anomalies. Log file analysis associated with (B)(6) revealed that (B)(6) was the patient¿s primary controller, in use during the reported event. Log file analysis revealed a sharp decrease in power consumption and estimated flows starting on (B)(6) 2025, leading to parameters below normal operating range, and twenty-four (24) low flow alarms logged since (B)(6) 2025. This was followed by a sharp increase in power consumption, including power spikes, starting on (B)(6) 2025; eight (8) high watt alarms were logged on (B)(6) 2025 between 08:44:44 and 11:07:35. Review of the alarm log file revealed a vad disconnect alarm was logged on (B)(6) 2025 at 12:09:14. The alarm was most likely a false alarm, given that the speeds recorded at the onset of the alarm were higher than the set speed. This indicates that a possible loss of synchronization of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alarm, even if the driveline was still physically connected to the controller. Log files then revealed one (1) vad stopped alarm was logged on (B)(6) 2025 at 12:09:36, indicating that the pump failed to restart after multiple attempts. Log file analysis also revealed a controller power-up event logged on (B)(6) 2025 at 19:27:33, likely due to troubleshooting during the failure to restart. Following the controller power-up event, one (1) additional vad stopped alarm was logged on (B)(6) 2025 at 19:27:51, indicating that the pump failed to restart after multiple attempts. Review of the alarm log file also revealed one (1) vad disconnect alarm was logged on (B)(6) 2025 at 20:11:36, indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting. Log file analysis associated with (B)(6) revealed that (B)(6) was initially in use during the reported event. Log file analysis revealed a controller power-up event logged on (B)(6) 2025 at 19:16:05. Various parameters, including time, patient ID, and pump ID were programmed prior to the controller power up event, indicating the power up event occurred during the initial programming of the controller and/or the reported controller exchange. Review of the alarm log file revealed one (1) vad disconnect alarm, was logged at 19:16:12, indicating the controller was powered up without the driveline connected. The alarm was cleared at 19:16:53, indicating that the driveline was connected. Following the controller power-up event, one (1) vad stopped alarm was logged on at 19:17:23, indicating that the pump failed to restart after multiple attempts. Further review of the alarm log file revealed one (1) vad disconnect alarm logged at 19:17:48, indicating a physical disconnection of the driveline from the controller. Review of the event log file also revealed several controller power-up events were logged on (B)(6) 2025, likely due to troubleshooting during the failure to re start. This was followed by two (2) additional failed motor start attempts were logged at 19:19:20 and at 19:22:05, indicating that the pump failed to restart after multiple attempts. Additionally, log files revealed an additional vad stopped alarm was logged at 19:19:21, indicating that the pump failed to restart after multiple attempts. One (1) vad disconnect alarm was then logged on (B)(6) 2025 at 13:09:22, indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting. Of note, (B)(6) is loaded with the alternate software for the pump start algorithm. Log file analysis revealed no anomalies involving the batteries within the analyzed period. As a result, the reported events were confirmed. Based on historical review of similar high-power events and the risk documentation, a possible root cause of the reported high power event may be attributed, but not limited, to external factors such as thrombus for mation/ingestion. The low flows may be attributed to thrombus at the inflow cannula which likely got ingested into the pump, further triggering high watt alarms and subsequently resulting in a vad stop and an inability of the pump to restart. Possible causes of the vad disconnect alarm logged on (B)(6) 2025 at 12:09:14 can be attributed to a loss of synchronization of commutation leading to false vad disconnect alarms. CAPA pr00550440 investigated controller losses of synchronization of commutation. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. The most likely root cause of the additional vad disconnect alarms can be attributed to the controller being powered on without the driveline connected and/or a physical disconnection of the driveline from the controller during troubleshooting. Based on available information, the most likely root cause of the controller power up events can be attributed to the reported controller exchange and/or troubleshooting of the vad stopped alarms. Based on the available information, the device may have caused or contributed to the reported event. Of note, information provided by the site indicated that the patient received anticoagulants, thrombolytic therapy, and heparin. Per the instructions for use, device thrombus and worsening heart failure are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagul ant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.